Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02199, 0001822565-2018-02206, 0002648920-2018-00304, 0001822565-2018-02216, 0002648920-2018-00303. Concomitant medical products: articular surface size cd 10 mm height "use with plate 1, cat: 00596402210, lot: 63255305; all poly patella size 29 mm dia. Standard 8.0 mm thickness, cat: 00597206529, lot: 63239960; femoral component option for cemented use only size d left, cat: 00599601451, lot: 62946321; tibial component stemmed precoat, cat: 00598002702, lot: 63215865; bone cement dough type radiopaque 40 g polymer powder, cat: 00110201200, lot: 62786332. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty on an unknown date. Subsequently, patient was revised due to tibial loosening, misalignment, pain and lack of range of motion. All components were removed and replaced. Additional information on the reported event is unavailable.